Manufacturer narrative:
(B)(4). Batch # t92c73. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a mastectomy procedure, rupture of the blade of the device during mammary dissection during a mastectomy on a dog. The procedure was completed with a dissection with normal scissors and bipolar forceps scalpel. No adverse consequences were reported for the dog.

Manufacturer narrative:
(B)(4).batch # t92c73. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.